Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. Reprogramming was unable to resolve the issue. Additionally, patient had pain at the ipg site. As a result, surgical intervention took place on (B)(6) 2025 wherein patient's entire system was explanted. It was unknown which lead caused the issue.